Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and nasal/throat irritation or soreness, coughing difficulty breathing/shortness of breath, lightheaded dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged difficulty breathing/shortness of breath, dizziness, coughing, sore throat while using the device. Patient also alleged particles in the tubing and chamber. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. White and black unknown contamination (dust like), inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box, below where the filter sits were observed. Product investigation lab observed unknown white and black contamination, inconsistent with degraded sound abatement foam, on the bottom of the blower box. Product investigation lab observed slight black contamination, consistent with keratin, at the air outlet of the blower box. Product investigation lab was not able confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. Product investigation lab observed unknown black (potential bio-contamination) and brown stains on the humidifier lid seal. Product investigation lab observed multiple unknown brown and black contaminants and some short black hairs inside of humidifier box and observed unknown white and brown marks and small hairs on the heater plate. The contamination found in the humidifier box are considered not to be in the airpath. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation.